Manufacturer narrative:
D6b: the explant date is unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient returned from the operating room (or). The nurse stated that the impella controller shut off with one short beep prior to shut down. The nurse turned the controller back on. When reviewing the alarms, it was found that the impella disconnected at 1000 and plugged in at 11:28. Impella emergency shutdown imminent at 11:31. Unexpected impella shutdown occurred at 11:33 according to alarm history. It was reported that the patient was stable throughout the shutdown.

Manufacturer narrative:
This report is being retracted due to being a duplicate. Refer to 1220648-2026-03977.

Manufacturer narrative:
D6a should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.